Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by performing a pump reset, guided by technical support, which led to a successful start of the sensor session without the error reoccurring.